Manufacturer narrative:
Failure analysis noted that the insulin pump had a button error alarm and no button response due to moisture damage on the keypad traces. The pump had scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and no moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump was exposed to sweat. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.